Event description:
It was reported that after the device was soaked and then prepared inside the patient's anatomy, the device was advanced to the moderately calcified lesion in the right coronary artery. During the first inflation, the voyager balloon ruptured at 12 atmospheres (atm) during post-dilatation. A non-abbott balloon was used to complete the procedure. There was no adverse patient sequela and no clinically significant delay in procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this incident. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Sem and the results suggest that the balloon failure may be attributed to mechanical damage to the outer surface. Longitudinal mechanical damage extended proximal to and in line with the leak. Additional longitudinal damage was observed adjacent to the leak. There was no report of leaks noted during preparation for use, suggesting that the balloon was not damaged prior to the procedure. It should be noted that the nc voyager instruction for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5a through 5g, if necessary); otherwise, complications may occur. Based on the information reviewed, there is no indication of a product deficiency.